Manufacturer narrative:
E1(full name): (B)(6) medical center. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner sheath tip was broken. There were no reports of patient harm.